Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42500606601, femur cemented posterior stabilized (ps) standard left size 9, lot 62760965. 42532007901, tibia cemented 5 degree stemmed left size g, lot 62765440. 42540200038, all-poly patella cemented 38 mm diameter, lot 62773373. The reported event was able to be confirmed by examination of the provided picture, which identified the device as fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Event description:
It was reported patient underwent a left knee revision approximately nine years post-implantation due to fracture of the articular surface. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni, lot#: ni, unknown tibial tray catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.